Event description:
2021-nov-11 clinical (B)(6) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) ffor urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that on (B)(6) 2021 patient loss of efficacy patient has noticed an increase in her urinary frequency of every 45-60 minutes, urgency on a daily basis, and cramping the same as before. Previous to the past 4-6 weeks she thought the device improved her symptoms by 80% but now doesn't find any benefit to it. 16-mar-21: ongoing urinary frequency and pelvic cramping, seemingly not responsive to interstim programming changes or bladder instillations. As for intervention, patient had a botox. It was stated that it was possibly related to the therapy and device and not related to the implant procedure. It was further stated that this event was ongoing. It was also reported that on (B)(6)2021:  having some pain at the battery site itself.  She has had a 15lb weight gain since the device was placed. It was stated that it was possibly related to device or therapy and not related to the implant procedure and that this event was ongoing,  no further complications were reported/anticipated at this time. Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the device was explanted/not replaced component: entire system action date: 06-apr-2022, resolved without sequelae 06-apr-2022

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that on (B)(6) 2021 patient loss of efficacy patient has noticed an increase in her urinary frequency of every 45-60 minutes, urgency on a daily basis, and cramping the same as before. Previous to the past 4-6 weeks she thought the device improved her symptoms by 80% but now doesn't find any benefit to it. (B)(6) 2021: ongoing urinary frequency and pelvic cramping, seemingly not responsive to interstim programming changes or bladder instillations. As for intervention, patient had a botox. It was stated that it was possibly related to the therapy and device and not related to the implant procedure. It was further stated that this event was ongoing. It was also reported that on (B)(6) 2021:  having some pain at the battery site itself.  She has had a 15lb weight gain since the device was placed. It was stated that it was possibly related to device or therapy and not related to the implant procedure and that this event was ongoing,  no further complications were reported/anticipated at this time.